Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Information received stated that the user's hearing with the device gradually became worse. There is no report of any trauma. User has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the explanted device was being shipped for investigation. Additional information stated that the user's hearing with the device gradually became worse. There is no report of any trauma. User has been re-implanted.